Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 0.5 ml juvederm® voluma¿ with lidocaine injection in nose and mento area. 3 days later, patient presented with progressively increasing pain, nodules and swelling. This pain increases with the movements of the neck (when turning the head). Physician evaluated the patient about 2 weeks later and identified a nodule measuring 4x3 cm, with pain to palpation and mild erythema. Antibiotics (minocycline 100 mg, each 12h) prescribed, due to the suspect of infection. Physician mentioned that the patient is healthy. Additional correspondence revealed that patient experienced nodule that increases in size, is painful to the touch and mild erythema. Treatment included ice, antibiotics, minocycline 100mg during 3 days, ibuprofen 600 mg each 8h, trimethoprim 160 mg + sulfamethoxazole each 12h and ketorolac tromethamine. Diagnostic testing noted as hyaluronidase infiltration in the affected region, without results. Allergan medical affairs representative states that ¿the complication presented by the patient is not related to our product. It was an infectious complication with early onset¿. Infection developed in the mento 2 and a half months post-injection. Clindamycin 300 mg + ciprofloxacin 500 mg, each 6 hour, during 30 days prescribed. During this process 3 ¿toilets¿ [as reported] were performed. Patient evolved positively and then experienced relapse approximately 3 months after injection. Patient continues treatment with another unspecified surgeon. Symptoms have not been solved.